Event description:
Quality control results were biased high for ft3 and biased low for ferriun. The customer stated that they had not peformed signal reagent probe cleaning on the day of this event. This scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpni results. There was no report of patient harm as a result of this occurrence.